Manufacturer narrative:
The returned sample was visually inspected. The red 3-way stopcock was found to be missing the rotating collar (the collar was not returned by the customer). The collar is used to screw the white angle luer to the sampling manifold. Without the rotating collar, the luer cannot be attached to the manifold. The red stopcock arrives at tcvs from the supplier with the rotating collar attached. Visual inspection of the red stopcock occurs in the three areas of the process (bonding, luer attachment and manifold leak testing). Assembly of the completed sampling manifold would not have been possible has the rotating collar not been present. The customer indicated that the collar broke off during setup. From the available information, and without the rotating collar, a full investigation cannot be performed and a definitive root cause cannot be identified. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass surgery, during setup, the luer on the sampling manifold (on the arterial side) was disconnected. No patient involvement as this occurred during setup. Product was not used. Surgery was completed successfully.